Manufacturer narrative:
'Prospective, multicenter clinical trial comparing m6-c compressible six degrees of freedom cervical disc with anterior cervical discectomy and fusion for the treatment of single-level degenerative cervical radiculopathy: 2-year results of an FDA investigational device exemptions study' in the spine journal, volume 21 (239-252) 2021. Device location unknown.

Event description:
The article 'prospective, multicenter clinical trial comparing m6-c compressible six degrees of freedom cervical disc with anterior cervical discectomy and fusion for the treatment of single-level degenerative cervical radiculopathy: 2-year results of an FDA investigational device exemptions study' in the spine journal, volume 21 (239-252) 2021, was reviewed. The study reports the two-year clinical and radiographic results of an FDA ide study that compared the m6-c compressible artificial cervical disc with acdf in propensity score matched design that included both concurrent and historical acdf controls. Included patients had a neck disability index score of 30 or greater and neck or arm pain at a vas of 4 or greater (on a 0 to 10 scale). A total of 316 people implanted between may 2014 and june 2016 were included in the final data; 152 patients implanted with m6-c (a non-stryker device) and 164 patients were treated with acdf (an unspecified number of which were implanted with stryker reflex hybrid as part of the stryker cervicore ide). One patient showed two proud inferior reflex screws in a reflex plate at their 6-month follow-up x-ray. Arm pain and hand numbness were reported at the 12 month follow-up. Subsequent surgical intervention removed the acdf plate and instrumentation without complications. Neck pain and numbness continued at 24 months and had resolved by 36 months. This report captures the two reflex screws.

Event description:
The article 'prospective, multicenter clinical trial comparing m6-c compressible six degrees of freedom cervical disc with anterior cervical discectomy and fusion for the treatment of single-level degenerative cervical radiculopathy: 2-year results of an FDA investigational device exemptions study' in the spine journal, volume 21 (239-252) 2021, was reviewed. The study reports the two-year clinical and radiographic results of an FDA ide study that compared the m6-c compressible artificial cervical disc with acdf in propensity score matched design that included both concurrent and historical acdf controls. Included patients had a neck disability index score of 30 or greater and neck or arm pain at a vas of 4 or greater (on a 0 to 10 scale). A total of 316 people implanted between may 2014 and june 2016 were included in the final data; 152 patients implanted with m6-c (a non-stryker device) and 164 patients were treated with acdf (an unspecified number of which were implanted with stryker reflex hybrid as part of the stryker cervicore ide). One patient showed two proud inferior reflex screws in a reflex plate at their 6-month follow-up x-ray. Arm pain and hand numbness were reported at the 12 month follow-up. Subsequent surgical intervention removed the acdf plate and instrumentation without complications. Neck pain and numbness continued at 24 months and had resolved by 36 months. This report captures the two reflex screws.

Manufacturer narrative:
The article 'prospective, multicenter clinical trial comparing m6-c compressible six degrees of freedom cervical disc with anterior cervical discectomy and fusion for the treatment of single-level degenerative cervical radiculopathy: 2-year results of an FDA investigational device exemption study' in the spine journal, volume 21 (239-252) 2021, was reviewed. Visual, dimensional, material, and functional analysis could not be performed as the devices were not returned. Device and complaint history records could not be reviewed as valid lot or catalog numbers were not provided and could not be obtained. A total of 316 people implanted between may 2014 and june 2016 were included in the final data; 152 patients implanted with m6-c (a non-stryker device) and 164 patients were treated with acdf (an unspecified number of which were implanted with stryker reflex hybrid as part of the stryker cervi core ide). Per the article, two screws migrated post-op. The reflex hybrid surgical technique was reviewed and the following was found to be relevant: "to ensure proper locking of the bone screws, freehand insertion of the bone screws is not recommended and can result in blackout of bone screws if not properly aligned." "Bending the plate in a vicinity of a screw hole must be avoided as it may compromise the locking ring mechanism." "The all-in-one guide is strongly recommended when self-drilling screws are used, as it is designed to promote an optimal screw trajectory." "The surgeon must discuss all physical and psychological limitations inherent to the use of the device with the patient. This includes the rehabilitation regimen, physical therapy, and wearing an appropriate orthosis as prescribed by the physician. Particular discussion should be directed to the issues of premature weightbearing, activity levels, and the necessity for periodic medical follow-up. The surgeon must warn the patient that the device cannot and does not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implant can break or become damaged as a result of strenuous activity or trauma, and that the device may need to be replaced in the future." Limited information regarding the event was made available to stryker. Multiple attempts were made to obtain additional information, but no response was received. A root cause cannot be established. If additional information is received or the device is returned for evaluation, the investigation will be reopened and updated.